Manufacturer narrative:
The balloon burst was confirmed. A comparative catheter was tested for rated burst pressure. The labeled rbp for this catheter is 1.0 atm. The comparative catheter was taken to 2.0 atm before it burst. The user facility stated that they did not use an inflation device with pressure gauge to inflate this balloon as is recommended in the instructions for use. Due to them not using an inflation device with pressure gauge, it is unknown as to what pressure they took this balloon too. A syringe was used to inflate the balloon, so it is likely that the balloon burst due to over inflation.

Event description:
As per the report from bis: "while inflating the balloon at the maximum size, the balloon ruptured. It ruptured at the rated burst pressure. Account then went to a bigger sized balloon. A ptsx404 was used to complete the procedure. No harm to the patient. The catheter shaft was not kinked. There was nothing unusual about the patient anatomy." A later follow-up stated: "in an email from the account: they were using the balloon for vessel sizing. An inflation device with pressure gauge was not used, they used a 60cc syringe. No patient information will be provided."